Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This fine tuner echo was not used due to a problem, namely two programs were simultaneously shown on the screen. No injury was reported.

Event description:
This finetuner echo was not used due to a problem, namely two programs were simultaneously shown on the screen. No injury was reported.

Manufacturer narrative:
Conclusion: according to the information received, on the back side of the finetuner echo was a bulge noticed and the use of the device was dismissed. During device investigation a defective capacitor was detected which was likely the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.